Event description:
It was reported that a drill bit broke during surgery. During a short tfn procedure, the surgeon was drilling distally when the drill tip broke. Surgeon attempted to extract drill bit shavings from patient, but was not able to and left them. A replacement drill bit was available and the procedure was completed successfully. There was a one minute delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.